Manufacturer narrative:
Event date of (B)(6) 2019 is an estimate. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient¿s ipg had reached end-of-life. Reportedly, attempts to re-established communication prompted a replace generator message and the ipg was deemed inoperable. Surgical intervention may take place to address the issue.

Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.